Event description:
During index procedure two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the sfa of the right leg. Devices were successful. Approximately 16 months post index procedure; the patient suffered restenosis of the right sfa. The restenosis was asymptomatic and was noted during a scheduled doppler. Investigator has indicated that the event is possibly related to the study device. Restenosis (90%) of the sfa was treated with a non-medtronic pta balloon and a medtronic admiral deb approximately 17 months post index procedure. Outcome is resolved.

Event description:
The investigator has indicated that the restenosis event occurring 16 months post index procedure was possibly related to study device and not related to procedure or drug. Cec have adjudicated that the event was related to the study device but not related to procedure or drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis). Evaluation conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).